Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set adhesive was too large for the serter and tape was sticking to serter. Customer's blood glucose was between 400 mg/dl to 500 mg/dl. Customer was advised to send back products for replacement.